Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "boston med flight reported that a pump shut off during transport of patient". Additional information received states that "there was no harm to the patient. No medical intervention needed. Patient condition is fine. Pump was placed out of service at the end of the call".